Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The flexible shaft was uncoiled at the drill socket end of the complaint sample. Visual inspection of the complaint sample noted numerous areas of scratches and displaced material throughout the surface of the drill socket and ao adaptor. However there were no areas identified with inclusions or missing material that would account for the metal debris removed from the patient as reported in the event. Based upon the observed signs of repeated intended use and the age of the complaint sample at the time of the reported event, the cause of the uncoiled shaft malfunction is attributed to wear. The device had reached the end of its useful life. No further investigation is required. (B)(4).

Manufacturer narrative:
The device has not yet been returned to (B)(4) for evaluation. A process review was completed and there were no discrepancies found. Once (B)(4) receives the sample and completes the investigation, a supplemental medwatch 3500a form will be submitted. The information was received by the distributor medacta (B)(4). The event occured in (B)(6).

Event description:
During a left total hip replacement, while drilling with the flexible drill shaft, the spring coil around the exterior came undone and the interior appeared to have snapped. On (B)(6) 2015, the customer received a phone call from the nurse and gave information that the patient returned to theatre on (B)(6) 2015 for a hip washout. During this secondary procedure it was noted that some metal debris had been retained in the patient. This debris was discarded and will not be available to verify if it was from the broken instrument.